Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that they were having a problem with the bladder stimulator. They have had pain and it felt like it was popping out. There was a gray scab and there was a red circle all the way around it. It was either a scab or infection. The issue had been going on for a while now, not just yesterday. They couldn't tell when it all started, but they said 3-4 months ago. They didn't know what to do about it. The doctor moved from (b)(6)to (b)(6). The doctor was out of (b)(6)when they saw them. The nurse said the doctor wasn't taking new patients but the caller said they were not a new patient. They couldn't get anyone to look at it or anything. The patient's husband said the doctors didn't want to look at another doctor's work. They were waiting for chart notes or the right referral or their processing unit. They had been in pain with this thing for quite a while. The pain was becoming more frequent. The agent an email to the field to see if they had any suggestions. The patient mentioned they had a second knee replacement on (b)(6) and they didn't turn the stimulator off for the knee surgery because they were told if they turned it off they would have to figure out how to turn it on. The patient also had cancer. A manufacturer representative (rep) replied later the same day that they called the patient and provided details for two separate clinic options to get referred to and schedule an appointment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.